Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's dentist advised patient to discontinue the byte aligner treatment due to tooth #11 remains in the original position and has not moved into the correct position.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.